Event description:
It was reported that the patient passed away but the cause of death is unknown. Per the physician it may have been related to a seizure and the patient's mom believed the battery may have been depleted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received reporting that the death is not believed to be related to the vns device. The death form noted that the vns provided seizure reduction for the patient and the device was not on at the time of death. The patient passed away on (B)(6) 2024 and the vns was not explanted. The cause of death was noted to be "severe hie following cardiac arrest" and it is not related. The death was not witnessed and no autopsy was performed.